Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr0 for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed. While completing established final arm angle (efaa) testing the clip opened to approximately 120 degrees. Troubleshooting was preformed unsuccessfully and the clip continued to open. The clip was removed from the patient and another mitraclip xtw was successfully implanted. A second mitraclip xtw was then attempted to be placed but they were unable to orient the clip using the m/l knob. Troubleshooting was preformed unsuccessfully; the clip was extracted and tested outside of the body and the m/l knob was not functional. A mitraclip xt was then selected and implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.